Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date: 2019 (year only received.) Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported left side lobed contours due to intracapsular rupture. Events of multiple peritoneal cysts and non-nodular bulging pits are not device related. Events were revealed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.